Event description:
It was reported that during a craniotomy, the system froze and had to be restarted. No clinically significant delays or impact to the patient was reported by the facility, associated with the event.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a craniotomy the system froze and had to be restarted. No clinically significant delays or impact to the patient was reported by the facility, associated with the event.